Manufacturer narrative:
Device power up properly after battery installation. Device passed self test. Power connector plug in and locked in place properly. No missing segments/partial display noted, however device received with corroded electronic assemblies. Pump received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had flashing display. The customer¿s blood glucose was 63 mg/dl. The customer stated that the display was solid white. The customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The devise will be returned for analysis.